Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll - 302135. Our customer complaint they have 3 syringes in a row were found during compounding to be damaged with a large crack in the barrel. Not noticeable until removed from the sterile wrapping. No injuries or spills thankfully it was noticed whilst in the isolator during compounding.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.